Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Reportedly, excessive force was used to remove the device. As per perclose proglide instructions for use: do not advance or withdraw the perclose proglide suture mediated closure system (smc) device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal coronary interventional procedure. Reportedly, there was difficulty in removing the proglide from the patient anatomy. Excessive force was used to remove the device. The foot was partially open when the device was removed and the artery was damaged. The physician stated he correctly performed procedural steps. The sutures of the proglide device were not tightened to attempt to achieve hemostasis. Manual compression was applied for 60 minutes but hemostasis was not achieved. Hemostasis was achieved surgically; the sutures were removed during the surgical closure. There was a thirty minute delay in procedure due to the surgical procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. This code is used to address the removal of the device against resistance and the use of excessive force to remove the proglide device. Per the instructions for use- do not advance to withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.